Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/05/2019. International UDI #: (B)(4). The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to inspect the data acquisition (da) cables and make sure they were secure. The fse recommended the replacement of the flow sensor assembly if the error continued. The customer reported that the replacement of the flow sensory assembly did not correct the issue, and requested to return the unused part. The fse recommended the replacement of the oxygen inlet solenoid. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an oxygen concentration error. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Repair information was received. The customer reported that the problem was resolved by replacing the oxygen inlet solenoid. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an oxygen concentration error. There was no patient involvement.